Manufacturer narrative:
It was reported the patient underwent drainage of wound and skin revision surgery, this report is filed on may 17, 2019. Registration number 3009092818. Exemption number e2106011.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced an infection at the abutment site and subsequently was administered antibiotics (date and type not reported).